Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Further investigations have determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter received a questionable urea result for one patient sample with a cobas 8000 c702 module. The initial result was 4.28 mmol/l. The repeated result was 12.3 mmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.